Event description:
In the course of a laparoscopic cholecystectomy procedure, the picture on the video camera system turned red-colored and became unclear. The surgeon could not adequately visualize the gall bladder structures. An open surgical technique was then done to complete the case.